Manufacturer narrative:
Device 2 of 7. A2: age: 80, sex: male. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 , manufacturing site: 3005778470.

Event description:
End user reports "catheters tip coude is misshapen - shorter bend that is not aligned to notch on funnel." No harm was reported.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lot. The batch record review indicates no discrepancies. A query was run against lot number 2l02856 which yielded one another complaint on the same lot number, but reported issue is different. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092 , manufacturing site: 3005778470.